Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient alleged their insr would not charge their ins to 100%, and they had only seen it go up to about 80% after charging for 30 min. The patient said it would flash like it charged at 80%, but it never went past it. The patient said the hcp told them it won¿t ever get to 100% when their implant was on because it was actively using the battery. It was reviewed that the last quartile of charging seemed to take a bit longer than the rest, so they would probably see the charge sufficient screen if they had it on longer than 30 min. It was also reviewed to keep the implant charged at least past 50%, but if they wanted to get to 100% they would likely need to charge for longer. The patient would monitor and try to get to 100%. There were no further complications reported.